Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Per the initial report the depuy device was used with competitor manufactured product. This use is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised, due to dislocation, liner by other manufacture.